Event description:
A patient reported to a durable medical equipment supplier (dme) that a continuous positive airway pressure device (CPAP) had been providing higher than normal pressure. The patient alleged that the high pressure had caused heart palpitations; and then the CPAP device had stopped working altogether and displayed "service required." After contacting her dme, the patient reported that she was transported by ambulance to the hospital where she was admitted for four days for atrial fibrillation. Although the patient reported having had a stroke a year and a half earlier and having been diagnosed with heart problems before that, this incident was the first with a diagnosis of unstable atrial fibrillation. A doctor's appointment, reportedly days before the event, had concluded that she had no new problems. The patient alleged the device has caused her to experience seizures, atrial fibrillation, and problems with her sinuses and memory. She has been using CPAP therapy for the treatment of obstructive sleep apnea (12 cm h2o) for approximately two years. The device has not been returned to the manufacturer for evaluation. The design of the device limits the pressure setting for CPAP therapy to 20 cm/h2o. The maximum pressure that can be achieved by the device is 30 cm/h2o. The manufacturer previously determined that the maximum pressure of 30 cm/h2o does not pose an increased risk of injury or harm to the pt, however, pts may not comply with the CPAP therapy at a pressure of 30 cm/h2o. Product labeling indicates that the m-series remstar is intended only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 30 kg. The manufacturer has previously determined that temporary loss of CPAP therapy does not represent a significant risk of harm to the intended user population. The manufacturer reviewed its adverse event report database to determine if any similar issues had been reported between 01/01/2006 and 02/16/2010 and had resulted in patient harm or injury. The chosen dates encompass the entire complaint history for the affected device. The review determined that no reports or allegations of adverse events associated with this issue had been previously reported.

Manufacturer narrative:
Method: review of complaint database. Based on the investigation and these findings, the manufacturer has determined that the patient's atrial fibrillation was likely the result of known, pre-existing, diagnosed heart problems. The manufacturer can not determine the extent of the involvement of the device or whether a failure of the device actually occurred. Therefore, the manufacturer concludes that no further action is appropriate.